Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when using the fluoro function of the 2800 system the fluoro did not stop when the button was released. The system had to be shut down to stop. After rebooting the system worked as intended. There was no report of patient injury.